Event description:
The physician was placing the stent under direct cystoscopic guidance. The physician advanced it up into the kidney and withdrew the wire to get the proximal end to coil, which it did fine. The physician then backed the cystoscope to the bladder neck and advanced the stent into the bladder until I could identify the pusher and distal end of the stent at the bladder neck. The physician cut and pulled the dangler. Instead of sliding right out, the "dangler" (tether) just sawed through the stent itself like a knife cutting butler. The physician left in it since it shouldn't really affect the function of the stent.

Manufacturer narrative:
Product was not returned for evaluation, however, during investigation, a review of complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi) quality control (qc), specifications, and trends were conducted. Per quality control specification, the integrity of these devices are ensured at 100% inspection. An instructions for use (IFU) is provided that states "complications of ureteral stent placement are documented use of this device should be based upon consideration of risk-benefit factors as they apply to your patient," "do not force components during removal or replacement. Carefully remove the components if any resistance is encountered " and "improper handling can seriously weaken the stent acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." Appropriate controls are in place to detect a potential weak point in the stent tip. Based on the results of our investigation, the root cause for the failure cannot be determined at this time. We have notified the appropriate internal personnel and will continue to monitor this device. Per quality engineering risk assessment (qera), no further action is required.

Manufacturer narrative:
(B)(4). Event is still under investigation.